Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported blower issue on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire service technician was unable to verify customer reported complaint. During bench testing ventilator passed 166 hours of extended test at customer's settings without any unusual alarm or error condition. Ventilator passed initial final test using automated testing fixture which test the total functionality of the ventilator. Ventilator passed initial alarm volume test with no restriction. Unit was opened and inspected; no anomalies were found. The blower demand exceeded alarm condition is not necessarily an indication of a ventilator failure. It is a safety measure taken by the device when the blower motor current exceeds a safe level. This commonly occurs when the ventilator is delivering into a large leak in the patient circuit. It can also occur when the blower is seized. One condition is considered normal operation and the other is not. Since the ventilator checks out, no repair action is needed. Process ventilator thru service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.